Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported event could not be conclusively determined. The data recovered from the device indicates a drive stall occurred due to the hook talons slipping over the ratchet gear. This resulted in the device generating an 0x40 alarm code, indicating rotational sensor maximum open count exceeded. During the investigation no damages or defects were observed that would contribute to the slipping; the cause could not be conclusively determined.

Event description:
It was reported that a patient's blood glucose levels exceeded 250 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. Hyperglycemia treated by activating new pod and bolus.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.